Event description:
Unsolicited: pt reports that their cadd solis pump (serial number and maintenance due date: unknown) did not alert that cassette was empty. Saw cartridge was empty, but also saw air gap in the central line. Pt said no symptoms experienced. Pt is very nervous/anxious if she needs to go to the ER due to the air bubble seen in the line. Pt switched to her back up pump and is infusing successfully with the back up. Rph connected pt to nurse supervisor on call. Nurse stated there is a filter that is supposed to help with air bubbles. Usually issue with massive air gap. As long as pt is not having shortness of breath, chest pain/tightness, dizziness pt should be fine. Instructed pt to call/page pharmacy if any symptoms arise for a reassessment at that time. Advised pt little gaps happen, filter is there to catch small air bubbles. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes, once returned by patient. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. No further info or dates known. Reported to (B)(6) by pt/caregiver.